Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation, therefore the complaint was unable to be confirmed. The customer had a phone call with tac and tac told the customer to make sure that they are using an irrigant and all the cables are securely connected. The customer said they would do that. The service ticket and the conversation about this error were closed after that. The customer was likely not using an irrigant or the cables were not connected because they never called back with any further issues. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device was displaying an error 400-26 or check irrigant/electrode error. The reported problem was found during an unspecified procedure, which was completed without delay. There was no harm or user injury reported due to the event.